Event description:
Patient with heartware heart ventricular assist device (hvad) was admitted due to symptomatic anemia/melena in the setting of inr 4.0 on coumadin (no aspirin therapy). Seven units of transfused blood were required. Intensive care unit (ICU) level of care was required. Inr was reversed with vitamin k, and an egd identified a single bleeding angiodysplastic lesion in the jejunum that was treated with bipolar cautery. Omega oil (lovaza) was added to the medication regimen. Heparin to coumadin bridge successfully completed prior to discharge.